Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation). Updated: h6 ( component code, impact code, investigation findings, investigation conclusions). H10 manufacturer narrative: no evaluation could be performed for the detached pressure tubing since no objective evidence such as product samples, imagery, or videos was provided for investigation. Nevertheless, the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. As such, based on available information, a definite root cause is unable to be determined at this time.

Manufacturer narrative:
The device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during flushing preparation of this pressure monitoring set before allocation to any patient, the pressure tubing detached. There was no patient involvement.